Event description:
It was reported that during lead implant, the lead had to be repositioned due to small r waves. Upon repositioning, the helix would not extend. Helix was reported to be broken which physician states he thought occurred on repositioning and/or removal from body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The distal conductor was distorted. There was blood/body fluid on the outer tubing overlay, outer insulation and outer tubing overlay breached cut, helix/lobe distorted/bent, and blood in/on the helix/lobe mechanism. The lead was received with the helix stretched and the distal coil distorted in the connector so it was not possible to test the function of the helix.